Event description:
It was reported that the patient was weak for several weeks. It was also reported by the patient that the defective device was replaced and there was a frayed lead. Follow-up information received from the clinic confirmed that the device was explanted and replaced due to suspected early battery depletion. The lead was capped and replaced because a fracture was identified. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.